Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user states she cleans her skin with ivory soap and water, rinses, dries and then applies powder. She applies eakin and then the appliance. The end user stated that she will follow up with a wound care nurse. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
End user reported that approximately two weeks ago, she developed red, irritated, broken skin under the mass at the 6 o'clock position where stoma is retracted.